Manufacturer narrative:
Results: the cat3 was fractured approximately 101.7 cm from the hub. The cat3 was damaged and, therefore, could not be functionally tested. Conclusions: evaluation of the returned cat3 revealed that the catheter was fractured. If the device is forcefully retracted out of its packaging hoop at an extreme angle, damage such as a fracture may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff found that the indigo system cat3 aspiration catheter (cat3) was unraveling upon removal from the packaging. The damage to the cat3 was found prior to use. Therefore, the cat3 was not used in the procedure. The procedure was completed using a new cat3.